Event description:
During placement, there was difficulty removing the wire from a vaxcel PICC line. The engineering evaluation revealed the catheter wall was slit through distal to the suture wing and leaked.